Event description:
Patient started 250 ccs bag of heparin infusion via alaris pump at 1900hrs, at 2100 hrs, rn went to the patient's room and noticed the IV bag was completely empty. The rate and volume was checked on pump, the numbers were correct, the rate was 9ccs/hr and volume to be infused was 221mls. Alaris pump was used on (B)(6)2010 to deliver heparin. Patient labs was monitored and treated with protamine sulfate. Dates of use: 2 hours, (B)(6)2010. Diagnosis or reason for use: post cardiac catheterization treatment. Event abated after use stopped or dose reduced: yes.